Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had a loss of therapy. The patient reported that they had a fall that caused new back pain in their back, (ins implanted for leg) but since the fall the patient thinks the ins is still working, but also noticed the ins therapy isn't 100% like it used to be. The patient wanted the ins checked and to discuss getting an additional device, but the patient does not have a doctor due to insurance. The patient stated that they fell and hit cement. The patient said that they went to the emergency room for x-rays and has a disk to provide the new doctor. The patient wants a spinal cord stimulation doctor to check the ins and possibly a pump doctor to discuss covering new back pain as the patient is already on 210 morphine and is getting shots twice a month (that they are supposed to only get every 4 months). No further complications were reported. The patient was sent a list of local physicians. Additional information was received from the patient via a manufacturer¿s representative (rep) on 05/03/2017. The rep reported that the patient hadn't been able to charge her battery since sometime last fall. The rep reported that the patient had some increased back pain which she attributed to a fall she had on (B)(6) 2016. The rep reported that the patient still had her existing lead which was placed for left leg pain in 1997. The rep reported that the battery was overdischarged. The rep reported that the patient thought the battery was charged after her fall, but couldn't remember. The rep reported that 5 trickle charges were made, but were unsuccessful. The rep reported that the battery was located in the patient¿s anterior lower quadrant. The rep reported that the no interventions were taken at the time of the report as the patient was without a current pain physician. The rep reported that there was a possibility the battery may have flipped in the pocket during the fall. The rep reported that it was uncertain at this time if that was a plausible reason why the trickle charges were unsuccessful. The rep reported that the patient had an x-ray of the stimulator on a cd rom somewhere and was in the process of trying to locate it. The rep reported that they would make the suggestion to the patient¿s new pain physician or primary care physician that an x-ray of the stimulator should be taken. The rep reported that they had nothing else to report at this time. No further complications anticipated. Additional information was received from a consumer. It was reported that the steps taken to resolve the new pain were that their doctor got them an appointment with a neurologist as another doctor wouldn't see them as they are not on their insurance. The effectiveness has not been resolved yet. They stated that they fell and hit concrete and back pain returned. Their ins was for their left leg pain, but they can't get their ins to come on, et cetera. The patient stated that the healthcare provider (hcp) on their medical card they received no longer is their doctor because of insurance. The patient has no doctor, and their primary doctor is calling to see if one of the ones in the provider books will take their insurance. The patient stated that they haven't been able to charge or turn on their stimulator in 4-6 weeks. The patient is meeting with a rep on (B)(6) 2017, where they are going to talk them through a trickle charge, and the patient is worried that they are going to do that over the phone. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the patient¿s implanted machine was not working due to one slip and fall eight months ago. The issue had not been resolved. A rep tried to make the machine trickle charge with no luck. The patient had been waiting eight months for her family doctor to find the patient a pain management specialist and get the patient into outpatient surgery to replace the current machine that was not working for her left leg.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #701777732: analysis information -- (B)(4) 2018 13:53:42 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {battery discharged to the lock mode. Unlocked device, recharged and re-tested.} after {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {4} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. The ins output was tested through the returned adaptor and cut extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested through the returned adaptor and cut extension. Good stable output was observed on all electrode pairs in reference to # {} electrode. Product ID: 3550-29, serial# unknown, product type: accessory; product ID: 3586, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2017, product type: lead; product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2017, product type: extension; product ID: 64001, serial# unknown, product type: adapter. Analysis of the ins ((B)(4)) found no significant anomalies. Device reached eos due to three overdischarges. If information is provided in the future, a supplemental report will be issued.